Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. It was noted that there was moisture inside the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 11/11/2015 device evaluation: the device has been returned and evaluated by product analysis on 10/28/2015 with the following findings: during investigation, there was corrosion observed in the battery compartment. A leak test was performed and failed at the battery compartment crack. The pump case was removed and there was no damage or moisture observed. Unrelated to the original complaint, the battery compartment was observed to be cracked to the left and below the grip pad. Additionally, the pump powered on to a dim and discolored display.